Event description:
It was reported that a revision surgery was required due to pain.

Manufacturer narrative:
In conclusion, the evidence on the femoral component, i.e. Limited bone ingrowth confirmed the reported femoral pain. Lack of bone attachment to the femoral component may be caused by, but not limited to, any of the following causes: lack of initial stability of the femoral component and/or bone tissue necrosis. The exact cause of component loosening could not be ascertained from the information provided.